Event description:
Event verbatim [preferred term] burns and blisters/turned into sores [burns second degree] , consumer felt that the product got too hot [device issue] , did not check skin under the product while wearing thermacare/read instructions prior to use [intentional device misuse] , back felt itchy [pruritus] , . Case narrative:this is a spontaneous report from a contactable consumer. A (B)(6) female patient started to receive thermacare heatwrap (thermacare heatwraps multi-purpose joint pain), device lot number t48940, expiration date aug2020, on (B)(6) 2018 at unknown frequency for back pain. Medical history included hypothyroidism from an unknown date and unknown if ongoing and she had this for years. Concomitant medication included thyroid (armour thyroid) for hypothyroidism, and ibuprofen for back pain at 400mg once a day. The patient previously took thermacare heatwraps multi-purpose joint pain from an unspecified date for an unspecified indication with no adverse effect and thermacare heatwrap few years ago from an unspecified date for an unspecified indication with no adverse effect. The patient was calling regarding the thermacare heatwraps multi-purpose joint pain therapy. She received burn from the product on (B)(6) 2018. She developed 2 blisters on her mid back on (B)(6) 2018. One was the size of a quarter and the other was the size of a dime. The patient felt that the product got too hot and caused burns/blisters on the skin. She had used heatwraps before and this had never happened. The patient's back felt itchy in 2018. Blisters had turned into sores. Blisters had popped and were just sores now. She was putting neosporin on them. She had not used any alternative therapies. She purchased 2 boxes of them and only opened one box. She would be taking the unopened box back to store to get her money back. The patient was currently under the care of a physician for any medical condition for hypothyroidism. The patient classify her skin tone as medium (neither light nor dark), did not have sensitive skin, and did not have abnormal skin conditions. The color of the box her purchased was red box. The patient had used product for 1 day about 7 hours. The patient previously used other heat products (unspecified product) for pain relief off and on periodically, and did not previously experienced a problem/symptom with one of these products. The patient was wearing thermacare attached the adhesive to body and read instructions prior to use. The patient did not engaged in exercise while using the product. The patient did not check your skin under the product while wearing product on (B)(6) 2018. The patient did not consult a healthcare professional for the problems and symptoms. The sample of the product was available to be returned. The action taken in response to the event was permanently withdrawn on (B)(6) 2018. The outcome of the events "burns and blisters/turned into sores" and "consumer felt that the product got too hot" was not recovered, the outcome of the other events was unknown. There was a reasonable possibility that burns and blisters were related to the device. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment based on the information provided, the events of "burn blisters" "device issue" "intentional device misuse" as described are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The event "itchy" is non-serious. The events are medically assessed as associated with the use of the device., comment: based on the information provided, the events of "burn blisters" "device issue" "intentional device misuse" as described are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The event "itchy" is non-serious. The events are medically assessed as associated with the use of the device

Event description:
Event verbatim [preferred term] burns and blisters/turned into sores [burns second degree] , consumer felt that the product got too hot [device issue] , did not check skin under the product while wearing thermacare/read instructions prior to use [intentional device misuse] , back felt itchy [pruritus] , . Case narrative:this is a spontaneous report from a contactable consumer. A 48-year-old female patient started to receive thermacare heatwrap (thermacare heatwraps multi-purpose joint pain), device lot number t48940, expiration date aug2020, on 29jun2018 at unknown frequency for back pain. Medical history included hypothyroidism from an unknown date and unknown if ongoing and she had this for years. Concomitant medication included thyroid (armour thyroid) for hypothyroidism, and ibuprofen for back pain at 400mg once a day. The patient previously took thermacare heatwraps multi-purpose joint pain from an unspecified date for an unspecified indication with no adverse effect and thermacare heatwrap few years ago from an unspecified date for an unspecified indication with no adverse effect. The patient was calling regarding the thermacare heatwraps multi-purpose joint pain therapy. She received burn from the product on 29jun2018. She developed 2 blisters on her mid back on (B)(6). 2018. One was the size of a quarter and the other was the size of a dime. The patient felt that the product got too hot and caused burns/blisters on the skin. She had used heatwraps before and this had never happened. The patient's back felt itchy in 2018. Blisters had turned into sores. Blisters had popped and were just sores now. She was putting neosporin on them. She had not used any alternative therapies. She purchased 2 boxes of them and only opened one box. She would be taking the unopened box back to store to get her money back. The patient was currently under the care of a physician for any medical condition for hypothyroidism. The patient classify her skin tone as medium (neither light nor dark), did not have sensitive skin, and did not have abnormal skin conditions. The color of the box her purchased was red box. The patient had used product for 1 day about 7 hours. The patient previously used other heat products (unspecified product) for pain relief off and on periodically, and did not previously experienced a problem/symptom with one of these products. The patient was wearing thermacare attached the adhesive to body and read instructions prior to use. The patient did not engaged in exercise while using the product. The patient did not check her skin under the product while wearing product on 29jun2018. The patient did not consult a healthcare professional for the problems and symptoms. The sample of the product was available to be returned. The action taken in response to the event was permanently withdrawn on 29jun2018. The outcome of the events "burns and blisters/turned into sores" and "consumer felt that the product got too hot" was not recovered, the outcome of the other events was unknown. There was a reasonable possibility that burns and blisters were related to the device. As of 03aug2018, the product quality complaint (pqc) group investigation results stated that the root cause category is non assignable (complaint not confirmed). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports the product got too hot and caused burns/blisters on the skin. The cause of the burns/blisters on the skin is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Additional information has been requested and will be provided as it becomes available. Follow-up (03aug2018): new information reported from the pqc group includes: product investigation summary results. Company clinical evaluation comment based on the information provided, the events of "burn blisters" "device issue" "intentional device misuse" as described are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The event "itchy" is non-serious. The events are medically assessed as associated with the use of the device. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. In the case narrative there is evidence of device misuse which most likely contributed to this incident. No remedial action/corrective action/field safety corrective action is suggested at this time., comment: based on the information provided, the events of "burn blisters" "device issue" "intentional device misuse" as described are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The event "itchy" is non-serious. The events are medically assessed as associated with the use of the device. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. In the case narrative there is evidence of device misuse which most likely contributed to this incident. No remedial action/corrective action/field safety corrective action is suggested at this time.

Manufacturer narrative:
The root cause category is non assignable (complaint not confirmed). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports the product got too hot and caused burns/blisters on the skin. The cause of the burns/blisters on the skin is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint.

Manufacturer narrative:
The root cause category is non assignable (complaint not confirmed). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports the product got too hot and caused burns/blisters on the skin. The cause of the burns/blisters on the skin is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint.

Event description:
Event verbatim [preferred term] burns and blisters/turned into sores [burns second degree] , consumer felt that the product got too hot [device issue] , did not check skin under the product while wearing thermacare/read instructions prior to use [intentional device misuse] , back felt itchy [pruritus]. Case narrative:this is a spontaneous report from a contactable consumer. A 48-year-old female patient started to receive thermacare heatwrap (thermacare heatwraps multi-purpose joint pain) (device lot number t48940, expiration date aug2020) on (B)(6) 2018 at an unknown frequency for back pain. Medical history included hypothyroidism from an unknown date and unknown if ongoing and she had this for years. Concomitant medication included thyroid (armour thyroid) for hypothyroidism, and ibuprofen for back pain at 400mg once a day. The patient previously took thermacare heatwraps multi-purpose joint pain from an unspecified date for an unspecified indication with no adverse effect and thermacare heatwrap few years ago from an unspecified date for an unspecified indication with no adverse effect. The patient was calling regarding the thermacare heatwraps multi-purpose joint pain therapy. She received burn from the product on (B)(6) 2018. She developed 2 blisters on her mid back on (B)(6) 2018. One was the size of a quarter and the other was the size of a dime. The patient felt that the product got too hot and caused burns/blisters on the skin. She had used heatwraps before and this had never happened. The patient's back felt itchy in 2018. Blisters had turned into sores. Blisters had popped and were just sores now. She was putting neosporin on them. She had not used any alternative therapies. She purchased 2 boxes of them and only opened one box. She would be taking the unopened box back to store to get her money back. The patient was currently under the care of a physician for any medical condition for hypothyroidism. The patient classify her skin tone as medium (neither light nor dark), did not have sensitive skin, and did not have abnormal skin conditions. The color of the box her purchased was red box. The patient had used product for 1 day about 7 hours. The patient previously used other heat products (unspecified product) for pain relief off and on periodically, and did not previously experienced a problem/symptom with one of these products. The patient was wearing thermacare attached the adhesive to body and read instructions prior to use. The patient did not engage in exercise while using the product. The patient did not check her skin under the product while wearing product on (B)(6) 2018. The patient did not consult a healthcare professional for the problems and symptoms. The patient reported she threw away the heatwrap after removing it and she has no way of recovering the sample. Action taken in response to the event was permanently withdrawn on (B)(6) 2018. The outcome of the events "burns and blisters/turned into sores" and "consumer felt that the product got too hot" was not recovered, the outcome of the other events was unknown. There was a reasonable possibility that burns and blisters were related to the device. As of (B)(6) 2018, the product quality complaint (pqc) group investigation results stated that the root cause category is non assignable (complaint not confirmed). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports the product got too hot and caused burns/blisters on the skin. The cause of the burns/blisters on the skin is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Additional information has been requested and will be provided as it becomes available. Follow-up (03aug2018): new information reported from the pqc group includes: product investigation summary results. Follow up (16aug2018): new information reported from the pqc group includes: the product sample was unable to be returned. Company clinical evaluation comment: based on the information provided, the events of "burn blisters" "device issue" "intentional device misuse" as described are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The event "itchy" is non-serious. The events are medically assessed as associated with the use of the device. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. In the case narrative there is evidence of device misuse which most likely contributed to this incident. No remedial action/corrective action/field safety corrective action is suggested at this time., comment: based on the information provided, the events of "burn blisters" "device issue" "intentional device misuse" as described are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The event "itchy" is non-serious. The events are medically assessed as associated with the use of the device. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. In the case narrative there is evidence of device misuse which most likely contributed to this incident. No remedial action/corrective action/field safety corrective action is suggested at this time.

Event description:
Event verbatim [preferred term] burns and blisters/turned into sores/back felt itchy [burns second degree] , consumer felt that the product got too hot [device issue] , did not check skin under the product while wearing thermacare/read instructions prior to use [intentional device misuse] , . Case narrative:this is a spontaneous report from a contactable consumer. A 48-year-old female patient started to receive thermacare heatwrap (thermacare heatwraps multi-purpose joint pain) (device lot number t48940, expiration date aug2020) on 29jun2018 at an unknown frequency for pain in her back. Medical history included hypothyroidism from an unknown date and unknown if ongoing and she had this for years. Concomitant medication included thyroid (armour thyroid) for hypothyroidism, and ibuprofen for back pain at 400mg once a day. The patient previously used thermacare heatwrap few years ago from an unspecified date for an unspecified indication with no adverse effect. The patient was calling regarding the thermacare heatwraps multi-purpose joint pain therapy. She received burn from the product on 29jun2018. She developed 2 blisters on her mid back on 29jun2018. One was the size of a quarter and the other was the size of a dime. She had used them in the past but this was the first time in a while. The patient felt that the product got too hot and caused burns/blisters on the skin. She had used heatwraps before and this had never happened. The patient's back felt itchy. Blisters had turned into sores. Blisters had popped and were just sores now. She was putting neosporin on them. She had not used any alternative therapies. She purchased 2 boxes of them and only opened one box. She would be taking the unopened box back to store to get her money back. The patient was currently under the care of a physician for any medical condition for hypothyroidism. The patient classified her skin tone as medium (neither light nor dark), did not have sensitive skin, and did not have abnormal skin conditions. The color of the box her purchased was red box. The patient had used product for 1 day about 7 hours. The patient previously used other heat products (unspecified product) for pain relief off and on periodically, and did not previously experienced a problem/symptom with one of these products. The patient was wearing thermacare attached the adhesive to body and read instructions prior to use. The patient did not engage in exercise while using the product. The patient did not check her skin under the product while wearing product on 29jun2018. The patient did not consult a healthcare professional for the problems and symptoms. The patient reported she threw away the heatwrap after removing it and she has no way of recovering the sample. Action taken in response to the event was permanently withdrawn on 29jun2018. The outcome of the events "burns and blisters/turned into sores/back felt itchy" and "consumer felt that the product got too hot" was not recovered, the outcome of the other event was unknown. There was a reasonable possibility that burns and blisters were related to the device. Product quality complaint (pqc) group investigation results stated that the root cause category is non assignable (complaint not confirmed). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports the product got too hot and caused burns/blisters on the skin. The cause of the burns/blisters on the skin is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Additional information has been requested and will be provided as it becomes available. Follow-up (03aug2018): new information reported from the pqc group includes: product investigation summary results. Follow up (16aug2018): new information reported from the pqc group includes: the product sample was unable to be returned. Amendment: this follow-up report is being submitted to amend previously reported information: subsume event "back itchy" under "burn blister". Company clinical evaluation comment based on the information provided, the events of burns second degree, device issue, and intentional device misuse as described are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. In the case narrative there is evidence of intentional device misuse which most likely contributed to this incident. No remedial action/corrective action/field safety corrective action is suggested at this time., comment: based on the information provided, the events of burns second degree, device issue, and intentional device misuse as described are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. In the case narrative there is evidence of intentional device misuse which most likely contributed to this incident. No remedial action/corrective action/field safety corrective action is suggested at this time.

Manufacturer narrative:
The root cause category is non assignable (complaint not confirmed). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports the product got too hot and caused burns/blisters on the skin. The cause of the burns/blisters on the skin is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint.